Event description:
Boston scientific crm received info that the pt with this right ventricular (rv) lead experienced exit block and the lead was repositioned. One day later, the rv lead experienced exit block again. As a result, this lead was explanted and a new rv lead was successfully implanted. No adverse pt effects have been reported.